Event description:
Dealer is stating that the brand new out of the box failure, as soon as the dealer turned on the machine a smoke smell came out of unit and tripped the circuit breaker in the office. No other information provided.